Event description:
It was reported that a battery analysis was needed when it comes to this device. A review o the device data by technical services (ts) confirmed that the device was exhibiting moderate accelerate in the rate of battery depletion. The device should be replaced and returned for analysis. Ts noted that assuming the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a battery analysis was needed when it comes to this device. A review of the device data by technical services (ts) confirmed that the device was exhibiting moderate acceleration in the rate of battery depletion. The device should be replaced and returned for analysis. Ts noted that assuming the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The device was explanted and returned. No additional adverse patient effects were reported.